Event description:
Reporter reports display issue while using the complete system. Missing segments found during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.